Manufacturer narrative:
Additional information was received on 22-mar-2024 which indicated that the sheath they were using was not a biosense webster inc. (Bwi) sheath. No information was provided as to what brand sheath they were using. With the available information, this event is no longer considered to be MDR reportable against any biosense webster inc. Devices. As such, h 6. Health effect - clinical code, h 6. Health effect - impact code and h 6. Medical device problem code have been updated. Should more information become available in the future; the reportability decision will be reassessed. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure and the patient experienced cardiac tamponade treated with a pericardiocentesis. The physician noticed a pericardial effusion after going transseptal. It was reported that a pericardial effusion was diagnosed via intracardiac echo after utilizing the baylis versacross rf needle to perform transseptal, no ablations were performed prior to the pericardial effusion. A pericardiocentesis was performed by the physician. Approximately 300 ml of fluid was pulled from the patient's pericardial space. There was no evidence of steam pop. The patient was stable. Given the timing of the event, and since no ablation had been performed, the event is attributed to the devices for transseptal access. The reporter indicated that the needle used for transseptal puncture was a non-biosense webster product. Until further clarification is received, a clinical assumption was made that a carto vizigo sheath was used during transseptal puncture, thereby making this event MDR reportable against the carto vizigo sheath.